Manufacturer narrative:
G4 premarket / 510(k) #: k133110, p090003.

Event description:
It was reported that the stent came off from the balloon. The 50% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified bilateral common iliac. Two 10.0x40x135 cm express ld iliac / biliary stent balloon expandable catheters were selected and advanced for bilateral common iliac 'kissing stents' procedure. However, the stents were difficult to cross the lesion, and both stents came off from the balloon. A smaller diameter mustang balloon was used to cross through the stents and then fully deploy the two stents. The procedure was completed successfully. No complications were reported, and the patient is doing well.